Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge remained static at 175 units even while being used for basal and bolus delivery. The customer's blood glucose level was 103 mg/dl. Reportedly, the customer declined to perform troubleshooting on the reported issue.